Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of leaks of unspecified chemotherapeutic agents. The tubing sets were being used to deliver unspecified volumes of unspecified chemotherapeutic agents via symbiq pumps. After unspecified lengths of time in use, unspecified volumes of leakage was noted at the proximal connection of the tubings and cassettes. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no add'l info was provided.